Event description:
Revision surgery performed due to pt symptoms of hip pain.

Manufacturer narrative:
During the revision surgery, the margron-dtc stem was confirmed to be well fixed, 17 mos after the primary implantation. Evidence of metallosis near the acetabular cup (not a portland device), indicated probable neck-cup impingement. Non-portland acetabular cup was replaced. Portland stem and neck kept in place. Likely incorrect acetabular cup placement by surgeon during primary procedure. Current event unlikely to be related to margron hip replacement. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.